Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the catheter was obstructed at the time of use.

Manufacturer narrative:
(B)(4). The customer report of a blocked catheter could not be confirmed through testing of the returned sample. All three of the catheter extension lines were flushed with water and functioned as expected. The catheter met all other relevant functional, visual and dimensional testing. A device history record was performed on the catheter and no relevant manufacturing issues were identified. Based on the condition of the returned sample, no problem was found with this sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: the catheter was obstructed at the time of use.